Event description:
During prep of the device when flushing and de-airing, the sliding mechanism wouldn¿t flush at all, even tried to flush different parts, and tried different size syringes. Used a new one and worked fine.